Event description:
It was reported that the patient experienced bradycardia. No capture, high and undefined impedance and a possible lead fracture were noted on the epicardial right atrial (ra) lead. The lead was capped and replaced with a transvenous lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1sr01 ipg; implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.